Event description:
Rptr has had 3 sets of walker wheels from us walker (same case) that have caused a pt to fall or to nearly fall. One wheel of set snapped and the pt fell. Another wheel of another set somehow malfunctions and the pt has lost their balance and nearly fallen on several occasions before they called rptr. Rptr replaced and pt had the same problem. (Rptr replaced entire assembly with another brand.)